Event description:
IV pump shut down twice while plugged into wall with vasoactive gtt medication (levophed) running. Pump did not alarm. IV vasoactive drip changed to new pump and failed pump removed from service.